Event description:
It was reported that a patient was hospitalized with a low blood glucose (bg) level of 33 - 80 mg/dl, cause was unknown. The customer was given juice to address their bg, which resolved the issue with out any permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.